Event description:
On 08/26/2025, it was reported by a facility representative via sems-(B)(4) that an ar-6068-45l 45 deg curve left quickpass lasso had a portion of the device break off. This was discovered during a labral repair with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to misuse/mishandling due to damage to the device, misaligned insertion/ prying/leveraging the device during insertion. Dfu-0222-eo. 2. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.